Manufacturer narrative:
(B)(6). There was no reported product deficiency. The reported pt effects of neurological deficit/dysfunction, nausea, respiratory failure and death known adverse events listed in the acculink instructions for use (IFU). In this case, additional therapy/non surgical treatment, treatment with medication and hospitalization were treatments for the reported pt effects. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: fall, aspiration, death. Time of adverse event: post procedure. It was reported that 24 days post successful stent implantation in the right internal carotid artery, the pt was hospitalized on (B)(6)2010, after falling at home, hitting his head and having epistaxis and laceration to forehead. The pt was alert and oriented at the time of admission. CT scan of head was negative for acute changes. After eating, the pt had nausea and vomiting, aspirated, and became short of breath. The pt was given 100% oxygen via non-rebreather mask. Oxygen saturations were in the 70s and pt developed altered mental status. The pt was intubated and a large amount of secretions including gastric contents was suctioned from lungs. Chest x-ray showed significant bilateral infiltrates, very dense and alveolar in pattern in right mid and lower lobes, and pre-existing bilateral effusions. The family chose against aggressive measures and the pt was terminally weaned from the ventilator. The pt died on 06/11/10. The primary cause of death was respiratory failure due to aspiration. Though requested, no additional information was provided.